Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Toxic anterior segment syndrome is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Toxic anterior segment syndrome is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure in conjunction with an intracameral implant procedure, the patient presented on postoperative day one (1) with fibrin and/or possibly toxic anterior segment syndrome (tass). Additional information has been requested.

Event description:
Through follow-up, the following additional information was received. Per report, toxic anterior segment syndrome (tass) was confirmed (os) on postoperative day one (1), which was treated with and responded to high frequency prednisolone and was slowly tapered. Per report, there was no further adverse patient impact, and no eye culture performed. The patient's current status was reported as inflammation resolved on postoperative week three (3).

Manufacturer narrative:
MFR# reference: (B)(4).